Event description:
It was reported that a systematic review of pulmonary cement embolism (pce) associated with percutaneous vertebroplasty (pvp) or percutaneous kyphoplasty (pkp) was conducted to summarize incidence, clinical features, prophylaxis and therapeutic management of pce after vertebral cement reinforcement. It was reported that among five observational studies consisting of three retrospective studies and two prospective studies, one case of cement pulmonary embolism occurred following a pkp. No further information was reported. The type of cement was not identified in the literature article.

Manufacturer narrative:
Literature article citation: li-jun wang md; hui-lin wang md, phd; yuan-xin shi md; wei-min jiang md; liang chen md. Pulmonary cement embolism associated with percutaneous vertebroplasty or kyphoplasty: a systematic review. Orthopaedic surgery 2012; 4: 182-189. Date of event is unknown. Although, it is unknown if pmma cement contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).